Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly ceased device use and will not pursue revision surgery at this time. The recipient is experiencing a failure in-situ. A review of the device history record was completed and no anomalies were noted.  This is the final report. Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Device testing could not be completed due to loss of lock.